Manufacturer narrative:
The manufacturer representative performed an onsite investigation. The representative removed and replaced the sram. The system was tested and operated as intended.

Event description:
The customer reported the 9600 system displayed a check sum error message. No patient injury was reported.